Manufacturer narrative:
Company representative evaluated the unit and verified the problem. Correction included reseating the unit's water trap. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the gas module iii, which may have affected gas monitoring. No patient injury was reported.